Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, inappropriate high voltage therapy due to rv lead noise was observed. Additional episodes were noted, but the therapy was aborted when the lead noise was resolved. The rv lead was capped on (B)(6)2019 during the device upgrade procedure. The physician opted to use the pace/sense portion of lead, which was previously capped, to replace the rv lead. The patient was stable throughout the procedure.

Event description:
Related manufacturer reference number: 2938836-2019-06091.